Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and fever. The cause of the peritonitis was unknown. The same day as the peritonitis diagnosis, the patient was hospitalized and treated with injection cefazoline (1gm, twice daily, intraperitoneal, discontinued) and injection ceftazidime (1gm, twice daily, intraperitoneal, discontinued) for peritonitis. On an unknown date, the patient was discharged from the hospital and recovered from the peritonitis. Pd therapy was ongoing. No additional information was available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.